Event description:
Philips received a complaint by the customer on the v60 indicating that a 1108 "machine pressure sensor autozero failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1108 "machine pressure sensor autozero failed" alarm error occurred. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse started pre-testing according to manufacture documentation and noted that the 1108 error code was logged in the event log three times; however, the fse ran the device for 20 minutes and cycled the power multiple times in an attempt to duplicate the error codes in the event logs with no success. The v60 service manual recommends replacing the machine auto-zero solenoid (sol 2 and sol 4) and then possibly the data acquisition (da) printed circuit board assembly (pcba). After verifying the pin alignment between the solenoids and da pcba, the fse replaced the solenoid valve and da pcba for preventive measures. The device successfully passed all of the required performance verification tests per philips standard and was cleared to return to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.